Manufacturer narrative:
Per the clinic, the patient also experienced cholesteatoma and infection at implant site. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode array into the tympanic membrane. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.